Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Additionally, insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer's blood glucose (bg) was high, however, a specific value was not provided. Reportedly, the customer delivered a bolus via the pump to address bg level. The pump supplies were changed to address the issues and the customer continued to use the pump for insulin therapy.